Event description:
Medtronic ave has rec'd a preliminary report regarding the explanted device from geprovas. As translated from french to english, it was reported that there was no structural lesion of the endograft to correlate with an endoleak. Suture breaks were noted, however, the suture breaks did not lead to clinical consequences regarding the performance of the stent graft. Add'l info rec'd from geprovas reveals that further investigation of the explanted device is not needed given the fact that it was in very good condition; therefore, the investigation is completed and a final geprovas report will not be generated.

Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of a 5.3cm abdominal aortic aneurysm in 1999. Aneurysm sizing and vessel morphology are unknown. It is reported that 1 year later in 200o, the aneurysm size decreased, however, paraprosthetic leaks were observed, which did not resolve after implantation. In 2001, at the 2-year follow-up, it is reported that the aneurysm size had increased to 5.8cm. It was reported that the physician felt that the cause of the increase in size of the aneurysm was due to a lumbar endoleak (type ii). The physician elected to convert the patient to open surgical repair and explant the stent graft. The patient is a participant of the huriet law study; therefore, the stent graft has been sent to geprovas for analysis and evaluation. It is reported that the patient is fine and no additional clinical sequelae have been reported relevant to the complaint. Medtronic ave has received a preliminary report regarding the explant from geprovas. As translated from french to english, it was reported that there was no structural lesion of the endograft to correlate with an endoleak. Suture breaks were noted, however, the suture breaks did not lead to clinical consequences regarding the performance of the stent graft.